Manufacturer narrative:
Additional patient identifier: (B)(6). Patient weight is not available for reporting. Date of infection and inflammation development is unknown. This report is for five (5) unknown 5.0 mm locking screws. The part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implant date: unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that postoperatively, on an unknown date, it was identified that a patient had presented with an infection and inflammatory reaction. The patient was implanted with a synthes 11 mm titanium cannulated tibial nail and five 5.0 mm locking screws to repair a left tibial fracture on an unknown date. The patient was returned to the operating room on (B)(6) 2017 where they underwent an aspiration procedure to treat the infection and inflammation. There is no additional information available regarding this procedure. This report addresses an aspiration procedure of the left tibia due to an infection and inflammatory reaction to the implanted devices. Revision surgery due to non-union has been captured under linked complaint (B)(4). This report is for five (5) unknown 5.0 mm locking screws. This is report 2 of 2 for complaint (B)(4).